Manufacturer narrative:
Preliminary analysis revealed that the reported event was most probably due to a software issue. It could have resulted from communication errors or a display issue at the beginning of the test. In addition, it was also reported that the programmer remained on the bios interface a long time when trying to export expertise files on (B)(6)2020.

Event description:
Reportedly, during a follow-up performed on 17 april 2020, the programmer was blocked. It was not possible to launch any operation when clicking on the touch screen. The issue was not solved by restarting the programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, the programmer was blocked. It was not possible to launch any operation when clicking on the touch screen. The issue was not solved by restarting the programmer.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, the programmer was blocked. It was not possible to launch any operation when clicking on the touch screen. The issue was not solved by restarting the programmer.